Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a bleeding polyp in the colon. According to the complainant, during the procedure, the clip was implanted on the bleeding polyp. The physician grasped the tissue and attempted to deploy the clip; however at this time, the clip would not release from the catheter. The physician had to retrieve the entire system (clip + delivery system), which caused hemorrhaging and tissue damage to the area surrounding the polyp. The hemorrhage was treated by using another clip. There were no patient complications (aside from bleeding) as a result of this event. The patient was reported to be okay at the conclusion of this procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly to be located inside the over sheath. A functional evaluation was performed; the over sheath was pulled back using the sheath grip and the clip assembly was actuated several times. Two distinctive clicks were heard and the clip deployed per design. The connection between the control wire and the cross pin was reported to be normal. Based on the evaluation conducted and the details of the complaint, the most probable root cause for this complaint is "not confirmed". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used to treat a bleeding polyp in the colon. According to the complainant, during the procedure, the clip was implanted on the bleeding polyp. The physician grasped the tissue and attempted to deploy the clip; however at this time, the clip would not release from the catheter. The physician had to retrieve the entire system (clip + delivery system), which caused hemorrhaging and tissue damage to the area surrounding the polyp. The hemorrhage was treated by using another clip. There were no patient complications (aside from bleeding) as a result of this event. The patient was reported to be okay at the conclusion of this procedure.

Manufacturer narrative:
Although the exact age of the patient is unknown, the patient was reported to be over 18 years old. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.